Manufacturer narrative:
The reported events of low pacing lead impedance and loss of sensing were confirmed. As received, a complete lead was returned in one piece. During electrical testing the lead failed hi-pot test. Destructive analysis was performed and visual inspection found inner insulation damage at the suture sleeve tie impression region. The cause of the reported events was isolated to the inner insulation damage which is consistent with over tight suture tie.

Event description:
During an initial implant procedure, low pacing impedance and and a loss of sensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.